Event description:
The customer reported via phone call that the paramedics were called to treat for their low blood glucose. Customer stated they were reading a book prior to their low blood glucose event and was woken up by a cop after. The customer's blood glucose at the time of incident was 32 mg/dl. The customer stated their blood glucose would fluctuate from under 10 mg/dl to over 600 mg/dl. The customer stated the insulin pump was not exposed to a magnetic resonance imaging machine. The customer was advised to monitor the insulin pump. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.